Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient presented with episodes of non-sustained rv oversensing via merlin.net transmission. Review of the egm revealed oversensing of far p-wave on the v sense amp. Programming changes will be made during next follow-up.